Manufacturer narrative:
(B)(4). A visual examination of the returned capio¿ slim revealed that the carrier was broken and its broken section was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable. An investigation is open to address this issue.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during an unknown procedure performed on (B)(6) 2017. According to the complainant, the device did not work properly. The procedure was completed with another capio suturing device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the carrier is broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. It is unknown whether the broken carrier fell into the patient, and, if so, if/how it was retrieved. Should additional relevant details become available, a supplemental report will be submitted.